Manufacturer narrative:
Unit passed the dat test with 0.08795 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. No a52 alarms noted during testing. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to stroke on last friday and blood glucose was unknown. The customer treated with steroids. The customer was wearing insulin pump during hospitalization. The insulin pump will be returned for analysis.